Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-71. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, before surgical ports placement, the customer called during system setup to report an integrated electrosurgical unit (iesu) or erbe generator error c-71. The customer stated they attempted to restart the erbe without success. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed no instrument was connected at the time and inquired whether an alternate generator (forcetriad) was available; the customer stated that there wasn't. The customer later called back to report that, after an additional restart, the c-71 error cleared and did not return. However, the tse advised that generator reliability could not be guaranteed and recommended replacing the generator as a precaution. The customer stated that they would discuss this with the surgeon. The procedure was aborted, with no patient involvement.